Event description:
The account alleged the bed has no frame functions.

Manufacturer narrative:
The tech checked the voltage from the power input to the motor control board... 119vac. He noticed fluid staining on the motor control board. The tech replaced the motor control board to repair the bed.